Event description:
It was reported that during neuro surgery, the motor device was frozen. There was no delay to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the device would not rotate. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.